Event description:
The subject device was returned for analysis, and it was discovered that the subject device sdw (stent delivery wire) was broken/fractured at the distal end of the proximal bumper. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the subject stent was returned in a deployed condition. The subject stent was noted to be deformed along its length. The distal tip of the stent delivery wire (sdw) was broken/fractured at the distal side of the proximal bumper. The broken section of the sdw was not returned for analysis. The introducer was not returned for analysis. Functional inspection was unable to perform as the stent was returned in a deployed state. The as reported 'stent deformed' was confirmed during visual inspection. The remaining reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the subject stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. It was reported that 'after confirming the subject stent was intact preoperatively, the physician attempted to deliver it through an sl-10 microcatheter. During delivery, resistance was encountered as soon as the subject stent entered the microcatheter, preventing further advancement. The physician then withdrew the subject stent and deployed it externally, observing slight bending at the stent's distal tip'. Additional information was provided which states that the same microcatheter was used for the remainder of the procedure. The subject stent was returned for analysis in a deployed condition which is aligned with the information provided by the customer. The subject stent was noted to be deformed along its length. The distal tip of the stent delivery wire (sdw) was broken/fractured at the distal side of the proximal bumper. The broken section of the sdw was not returned for analysis. The introducer was not returned for analysis. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned, but subsequently (and inadvertently) moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for inspection). If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap (proximal sheath movement) or the subject stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user would experience increased resistance during attempts to advance the subject stent into microcatheter lumen (as was reported). Upon realizing this (through increased resistance), the user withdrew the subject stent and deployed it external to the patient. It is not clear when and how the distal tip of the sdw became broken/fractured. However, to cover a worst-case situation, the analyzed 'sdw broken/fractured during use' has been applied. An assignable cause of procedural factors has been assigned to the reported of the event (' stent difficult/unable to advance or pullback through catheter' and ' stent deformed') and analyzed ('stent deformed 'sdw broken/fractured during use') as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.